Manufacturer narrative:
The device was received on (B)(4) 2013. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center from the customer contact for maintenance and return. No additional information was provided. This was no indication of a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.